Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen. Magnified inspection of the balloon revealed a pinhole in the balloon material at the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, the balloon ruptured within the specified pressure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.